Event description:
Integra life-sciences corporation became aware of the following incident from the publication: "complete intraventricular unisystem ventriculoperitoneal shunt migration." One pt presented with a complete shunt migration into the lateral ventricle and was explanted. A new shunt was placed and the pt was discharged in a stable condition. The publication refers to the migration of the peritoneal catheter as a "unishunt system, integra neurosciences. This might be the omnishunt valve as user facility have no product named "unishunt." No product ID or lot is provided.